Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a conducted atrial arrhythmia. Review of the stored episode noted that atp therapy accelerated the rhythm to ventricular fibrillation (vf). A single shock was delivered and converted the rhythm back to just the atrial arrhythmia. Further review was recommended. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.